Manufacturer narrative:
Initial reporter; occupation: agent. Investigation evaluation: the product said to be involved was returned in a bio bag. The product said to be involved was returned in an open box/pouch from the lot number provided in the report. The label matches the product returned. Photos from the customer shows the device and coating damage near the distal end. The device in the photo appears to match the product returned. There is also a detached section of coating in the picture that was not returned for evaluation. Our photo and laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of core wire was exposed approximately 3.9cm to 4.8cm from the distal end. A section of core wire was also exposed approximately 11.0cm to 26.7cm from the distal end. Approximately 10.5cm to 11.0cm from the distal end, the wire guide covering has folded over itself. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformances that could potentially be related to coating damage. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. The physician opened the package and utilize a 0.035 wire guide and sphincterotome to conduct radiography, and intended to implant stent while found out that the coating of wire guide peeled off. The physician retracted the wire guide and changed to another of the same device to complete the procedure. A photo of the device was provided which shows coating damage at the patient end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.